Event description:
A plate implanted in 2001 for a femoral fracture, was noted as broken in 2002 and was removed on an unknown date. Patient had a prior proximal femur fracture and fixation device 5 years earlier. Subject fracture was the same femur just below the previous fracture. Broken plate was removed and patient was revised to a "rod".